Event description:
Customer reported a malfunction on the pump, specifically displaying a malfunction code malf 12, with a fault ID of 12-0x2071. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer began resetting the pump before contacting technical support and was advised that they could continue using the pump. Customer was instructed to call back if the malfunction code recurs, and they acknowledged and understood these instructions.